Event description:
A nurse reported that the ambit cassette was hooked up backwards; the long line of the ambit cassette was hooked up to the medibag and the short line to the patient. The nurse reported that blood was backing up into the tubing. There were no reports of any adverse patient events associated with this malfunction.